Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized trifecta gt valve was successfully implanted. On (B)(6) 2022, the patient returned due to an unknown reason. The valve was noted to have failed. The decision was made to explant and replace the trifecta gt valve. An unknown sized, unknown manufacturer valve was implanted. No patient consequences were reported.

Manufacturer narrative:
An event of explant of the valve failure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.